Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation it was found that the device was leaking. Based on the investigation details, the likely cause was problems with the e-box seal along with the gear train, rotary motor, and other components. The complete handpiece was replaced and returned to the customer.

Event description:
The handpiece was returned to the MFR for service, and during the investigation the device began leaking a clear substance. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.